Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 2 malfunction events(s), where it was reported the devices experienced foot section unexpected drop/collapse. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices are pending evaluation. Evaluation results findings (components/results) 2 devices: appropriate term/code not available / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report now summarizes 0 malfunction events(s), instead of 1.

Manufacturer narrative:
The devices that were pending were evaluated and it was determined the devices experienced product does not move to, and/or stay in, desired position, which is not reportable. The number of events summarized has been changed to 0, but the field is marked as 1 due to system requirements.